Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. Operational and diagnostic analysis confirms the reported functional issue, caused by a shorted cable. Device disassembled and decontaminated during the initial evaluation. The testing of the unit was not completed, due to the need for cable replacement. The unit placed in long term hold. The root cause for the reported failure was a short in the cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/17/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the micro tornado handpiece with hand controls, the buttons were not working during rotator cuff surgery. There was no patient harm, but a 3 minutes surgical delay indicated. The case was completed using another mitek device. No further details was provided.